Manufacturer narrative:
(B)(4). Approximate age of device - 0 day. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was admitted to the hospital on (B)(6) 2017. The patient had an emergent mitral valve prolapse repair following a posterior wall st segment elevation myocardial infarction. The patient was hemodynamically unstable after the procedure and was placed on veno-arterial extracorporeal membrane oxygenation (ECMO) on (B)(6) 2017. The patient had persistent severe mitral valve regurgitation and the echocardiogram was suspicious for a clot around the recently repaired mitral valve. On (B)(6) 2017, the ECMO was discontinued and a heartmate ii device was implanted, the patient also had 2 vessel (unspecified) coronary artery bypass and revision of previously repaired mitral valve. The patient was bridged with heparin drip routinely after the surgery and the pt was at goal range. The patient did not wake up appropriately after the sedation was decreased. A head CT showed bilateral subacute cerebrovascular accident (cva) with hemorrhagic conversion. The vad clinicians were not sure when these events occurred. A decision was made to discontinue intensive support and the patient expired on (B)(6) 2017. The reported cause of death was bilateral cva with hemorrhagic conversion. The vad clinicians reported that the device functioned as indicated. There were no abnormal pump parameters seen and no alarms reported. The patient's family did not request for an autopsy.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported cerebral vascular accident with hemorrhagic conversion could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.